Event description:
Caller reports that her mother had been receiving lower readings than on her meter. Insulin dosage was reduced due to the lower readings received. Patient was taken to her doctor because she was feeling sick. The doctor took a glucose reading with a result of 509 mg/dl. Customer was hospitalized in mar 2006 (released 3 days later) due to kidney problems that the customer alleged was a result of receiving the incorrect readings on the meter.